Event description:
On 08/12/2002, the user facility's materials manager informed the distributor's marketing manager of the following: patient needed to have surgery to have device catheter and device removed because device catheter "broke off". Only a small part of the device catheter still attached to the device.